Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary medication dispensing information was not shown during removal. Customer stated that orders were fully crossing over to our ER pyxis but were not crossing over to our ms pyxis. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were crossing over to ER pyxis and not ms pyxis. A technical support specialist (tss) restarted the pyxis device, ensured it was communicating properly, and performed a full device synchronization successfully. The system functioned as intended after the technical support specialist troubleshot the device.